Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed "no disposable, clamp tubing. It was reported that troubleshooting was unsuccessful. It was also reported the battery door box was broken. Per reporter residual volume was: 26.6, rate 2.2 and 73.4 ml was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).